Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump monitored in 50c oven for several days and no unexpected finish loading alarm noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It is reported that customer attempted a bolus shot and he received an alarm and was not able to clear. Customer's blood glucose was 418 mg/dl. Insulin pump will be replaced. No further information provided.